Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the act button was not working . The customer¿s blood glucose level was unknown. Customer stated that keypad unresponsive. The customer was assisted with troubleshooting for keypad anomaly. The customer was advised to revert to the back-up plan. The insulin pump will not be returned for analysis.